Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Prior to the procedure it was noted that the lead exhibited high thresholds. A fluoroscopy was performed and was discovered that the lead was dislodged. The lead was explanted and replaced. The patient was in stable condition post-procedure